Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was programmed and monitored for one day with no alarmed noted. Insulin pump passed self test. Insulin pump had multiple alarms in the alarm history screen. An alarm occurred due to corrupted history file. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratches on reservoir tube window and stained end cap sticker.

Event description:
It was reported that the insulin pump excessively alarmed no delivery. The blood glucose reading was 184 mg/dl. Nothing further reported.